Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided. (B)(4).

Manufacturer narrative:
A specific root cause could not be determined. There was no patient sample available for investigation. The confirmed elevated shbg result suggests a pathological patient status or contraceptive use. Contraceptive intake can affect the elecsys estradiol and testosterone assays. The results provided for estradiol and testosterone indicate a possible interference or patient specific cause.

Event description:
The customer alleged they received questionable estradiol and testosterone results for one patient on their e601 analyzer. The patient's initial estradiol result from a cobas 8000 e602 analyzer was >4300 pg/ml and the testosterone result was 2.81 ng/ml. The sample then tested on the e601 analyzer in another laboratory. The estradiol result was >4300 pg/ml and the testosterone result was 3.2 ng/ml. The sample was then tested on a centaur xp analyzer in the original laboratory. The estradiol result was 432.66 pg/ml and the testosterone result was 0.58 ng/ml.. The sample was finally tested on a dxi800 analyzer in the original laboratory and the estradiol result was 546 pg/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. The patient was not adversely affected by this event. The estradiol reagent lot number was 172078. The expiration date was requested but not provided. The testosterone reagent lot number and expiration date were requested but not provided.